Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported complaint of the extended charge time was confirmed. The cause of the extended charge time was due the battery performance. The battery was found to be within normal longevity estimations.

Event description:
It was reported that an asymptomatic patient presented with a device that exhibited an extended charge time. Device was explanted and replaced.